Manufacturer narrative:
(B)(4). Batch #: u93y3w. Investigation summary: the analysis results found that the er420 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 15 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts were made to obtain additional information and the following was received: "please clarify how the device "misfired." Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Unknown. Did clips not advance fully into the jaws? Unknown. Did device not fire clips (jammed)? Unknown. Did device fire malformed clips? Unknown. Did device drop or eject clips? Unknown. Were there any patient consequences? If yes, please describe. Unknown." If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve, er420 misfired and the clip was scissoring. It is unknown how the case was completed and it is unknown if there were any patient consequences.